Manufacturer narrative:
(B)(4).:eval, results: migration, endoleak; lack of info, unk cause of migration. Conclusion: lack of info, unk cause of migration.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 52 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that at routine f/u, the stent graft was found to have migrated and is 2 cm below the level of the renal arteries with a proximal type 1 endoleak present. The neck measures 23-24 mm in diameter and 15 mm distally it measures 31 mm in diameter. The pt was successfully treated with another MFR's cuff on an unk date. No add'l clinical sequelae were reported, and the pt is fine.